Event description:
It was reported that the device had bad interconnect and will not charge. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the left bottom corner. Multiple base hardware failures with a failed value of 24.0000 found in pump event history log. Power up was able to duplicate the reported problem. The root cause of the reported issue was interconnect board not working properly due to supplier. Actions were taken to mitigate the reported issue: replaced top case and bottom case due to physical damage. Replaced left plunger case due to broken screw boss.. A corrective and preventative action has been opened to address the reported issue.